Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. No moisture damage electronic assembly.

Event description:
Customer reported condensation under the screen of the insulin pump. She stated that the insulin pump may have been exposed to sweat. The blood glucose reading was 390 mg/dl. She also reported a button error alarm and stated that the numbers on the display screen were scrolling without input. She also reported that there was corrosion in the battery compartment. Nothing further was reported.